Event description:
It was reported by service report that the tow cable broke. This could affect loading of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.